Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review, as the patient is currently being monitored and has not been revised to date. As no lot numbers were provided for the devices, the device history records could not be reviewed. The cause for this specific event cannot be ascertained from the information provided, as the patient has not been revised. The common clinical presentation and the date of the original implantation suggest that this case might be / is related to the issues for which zimmer implemented a notification in july 2008 as referenced in report. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result is available, an amended medical device report will be submitted. (B)(4).

Event description:
Patient was implanted on the left side and underwent planned revision surgery due to unknown reasons. This is a bilateral claim. Right side complaint : (B)(4).

Manufacturer narrative:
Concomitant medical products: metasul ldh head adapter, catalog no# 0100185xxx ; lot no# unknown. Metasul ldh head, catalog no# 0100181xxx ; lot no# unknown. Therapy date : (B)(6) 2018. Additional information was received on may 8, 2018. Should any additional information that changes the assessment become available to us, or any extra demand be requested, we will re-evaluate the case. Zimmer¿s reference number of this file is cmp-0382554.

Event description:
Patient was revised due to metallosis, arthrofibrosis, corrosion and loosening.